Manufacturer narrative:
1. DHR/bhr review(lot#2199811): 1)this batch of products were assembled at intima ii auto line 3 in august 2022, and packaged at cfs package line in august 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the cannula batch used in this batch of products is 2120663, review the incoming inspection results, no abnormalities. 2. No actual samples and pictures have been received for the complaint. 3. Take the retained samples of this batch and check the needles under the microscope. No rusts are found. Please see the attached photos. 4. The needle is made of 304 ss, which has good corrosion resistance under normal circumstances, but in special conditions (such as in the air containing chlorinated chemicals), the head of some needles may rust, and the plant does not have the conditions to cause such defect in the production process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals about this batch of products, and the storage environment of the complained sample is unknown, the root cause of the rusting and blackening of the bevel of the needle cannot be determined. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported bd intima-ii y 22gax1.00in had rust / corrosion. The following information was provided by the initial reporter; after unpacking, the bevel of the needle was rusty and black.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.